Event description:
The customer reported that one of the hospital staff performed an operational check while the defib was connected to a pt. As part of standard protocol the biomed would like the device checked out by philips.

Manufacturer narrative:
The customer reported that one of the hospital staff performed an operational check while the defib was connected to a pt. As part of standard protocol the biomed would like the device checked out by philips. In 2008, philips evaluated the device and found no trouble. There was no malfunction. This complain is most consistent with a user misunderstanding, where the user performed an operation check while the unit was in clinical application (connected to a pt). The instructions for use state: "performing the operational check warning be sure the heartstart mrx is not connected to the pt when performing an operational check. The message window, leaving normal operating mode, appears to let you know that you are existing from clinical functionality and entering a test code of the monitor/defibrillator."